Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. Eu3520 - 920 (r822150101) it was reported that on (B)(6). 2024, a 29mm navitor valve was implanted in a patient with a depth of 5.25mm. The patient developed completed heart block after post-balloon aortic valvuloplasty (bav) relating to mid perivalvular leak. A dual chamber pacemaker was implanted. The patient is stable,

Manufacturer narrative:
An event of paravalvular leak and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have any baseline conduction abnormalities, there was no calcification extending beneath aortic annular plane in the interventricular septum, there were no deployment difficulties noted, and the implant depth was 5.25mm from the non-coronary cusp (deeper than the recommended 3mm). No information was received regarding valve sizing or calcium distribution. It was also noted that the patient developed heart block after the post-balloon aortic valvuloplasty (bav). Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.